Event description:
This complaint is now reportable based on the analysis completed on 03/28/2006. During a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. The physician was attempting to place a taxus liberte 3.00 x 16mm drug eluting stent in the mildly calcified, moderately tortuous ramus interventricularis anterior (riva) artery, when the stent would not cross the lesion. No pt injuries or complications were reported. The pt condition was reported as "good". However, the returned product confirmed that there was stent damage. This product is similar to a marketed us device.